Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w ver. 3.18e. The pump was received with a cracked reservoir tube lip and a cracked retainer. No missing o-ring noted. The pump passed the displacement test.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.